Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: in pelvis,in abdominal cavity\embedded in peritoneum\expulsion'), pregnancy with contraceptive device ('intrauterine pregnancy under essure use/ pregnancy: birth - no complication') and caesarean section ('c-section') in a (B)(6)-year-old female patient who had essure (batch no. 786125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "placement of essure too deep on the right" on (B)(6) 2011 and device ineffective "device ineffective". Medical conditions: * at the time of placement, number of trailing coils zero and three trailing coils on right side. Previously administered products included for an unreported indication: loestrin, loestrin and prometrium. Concurrent conditions included postpartum state (essure was inserted 7 months postpartum) and polycystic ovarian syndrome. Concomitant products included acetylsalicylic acid (aspirin), ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, levonorgestrel (mirena) from (B)(6) 2011 to (B)(6) 2012, metformin hydrochloride (glucophage) from (B)(6) 2009 to (B)(6) 2009, norethisterone (micronor) and sertraline hydrochloride (zoloft) since (B)(6) 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood altered ("psychological or psychiatric problems condition: mood changes"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - anxiety"). On (B)(6) 2013, the patient experienced urinary tract infection ("bladder/urinary problems : uti") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic discomfort ("complications from your essure removal procedure:pain, discomfort") and procedural pain ("complications from your essure removal procedure:pain, discomfort"), was found to have weight increased ("weight gain") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, mood altered, caesarean section, depression, anxiety and pelvic discomfort outcome was unknown and the back pain, pelvic pain, abdominal pain, migraine, nausea and weight increased had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, anxiety, back pain, caesarean section, depression, device dislocation, migraine, mood altered, nausea, pelvic discomfort, pelvic pain, procedural pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: during essure placement procedure, the device was placed too deep on the right. Transvaginal ultrasound and hysterosalpingogram (hsg) were later performed and confirmed device was too deep on the right. Fallopian tubes were blocked. Patient was told to rely on essure. Number of trailing coils on left were none and three on the right. She received treatment for pain: back, pelvic/ abdominal, breakage/ expulsion, psych injury, migration, bladder/urinary problems,other injuries/symptoms: migraine,headaches,nausea, weight gain. Insertion details, specify- the device was in good position with 0 trailing coils on the left side. A similar fashion was used on the opposite side with 03 trailing coils on the right side. Left essure coi1 was identification normal position. Left tube appears normal. Right tube appears normal and no evidence of the right essure coil in the- tube. Date(s) of removal: (B)(6) 2017, (B)(6) 2018. Surgical removal of coil(s) - diagnostic laparoscopy and surgical removal of coils. Bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: placement too deep on right, but showed occlusion. Total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology report: preoperative and postoperative diagnosis: tubal ligation specimen submitted: a: fallopian tube: right. B: fallopian tube: left. Final pathologic diagnosis. A: left fallopian tube: complete cross section. B: right fallopian tube: complete cross section. Tissue specimens: cervix diagnosis: endocervical tissue with chronic endocervicitis an atypical squamous metaplasia. Pregnancy test urine - on (B)(6) 2017: results: confirmed pregnancy. Ultrasound scan - on (B)(6) 2017: results: confirmed pregnancy. Lot number 88560ll is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: f/u 6 and f/u 7 processed together. New pfs received- new events added: pain: back, pelvic/ abdominal, migration, bladder/urinary problems: uti, vaginal. Discharge, other injuries/symptoms: migraine, headaches, nausea, weight gain. Reporters information was added. On 19-sep-2019: f/u 6 and f/u 7 processed together. New pfs received- new events added: psychological or psychiatric problems condition: mood changes, depression, anxiety, migration of essure device. Location of device: abdomen, surgery (other) type of surgery: c-section and complications from your essure removal procedure: pain, discomfort. Concomitant and historical drugs were added. Pregnancy outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.